Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor patient reported that they had no urge to urinated yesterday and the day of the call. They also reported that they cath and had a bladder scan and had 146ml in her. Patient was adjusted to program 3 and set at 1.7v and they felt stimulation in the back. No further complications were noted or anticipated.